Manufacturer narrative:
Lot review: review of lot 3238067 showed 241 units were manufactured, tested, inspected and released april 2016 with no exception documents noted.

Event description:
Complaint received regarding one 886-52510-14, optiq, svo2/cco catheter, 8f, 110 cm, j-tip; lot# 3238067 (mfd. 05/16). Report states: balloon broken. No adverse patient consequences reported.